Event description:
It was reported that a pt was found with his knee entrapped between the two split side rails. No pt injury reported.

Manufacturer narrative:
User facility is unable to identify the actual unit involved.